Manufacturer narrative:
A bci field service engineer (fse) replaced the collar wash.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to sample probe collar wash leak. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.